Event description:
According to the report, the audiologist of the pt reported that the impedance results of the device have changed. Previous testing in march 2005 was normal. However around the first week of april, the mother reports that the pt began to have negative reactions to wearing the device, with the child's performance degrading as the pt began refusing to wear the device. Testing performed on june 14, showed all electrodes registering as hi with impedance value greater than 17 kohm.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.